Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis to complaint batches and no occurrences potentially related to the defect was observed. As no physical samples from the complaint are available the retain sample was verified and validated tests were performed, no deviations observed. Thus it is not possible confirm the defect reported at this complaint was related of bd manufacturing process. Investigation conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question. Samples/ photos analysis: no physical samples to complaint was received, the retain samples was evaluated and it is not possible observe the complaint defect. DHR review: it was verified the batches record¿s and the manufacturing date for the batch: 7054609, 08th to 9th march 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed general visual inspection each 2 hours at 36 parts at assembly process; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. Conclusion: it was performed the DHR, quality notification and maintenance analysis to complaint batches and no occurrences potentially related to the defect was observed. As no physical samples from the complaint are available the retain sample was verified and validated tests were performed, no deviations observed. Thus it is not possible confirm the defect reported at this complaint was related of bd manufacturing process. Root cause description, it was performed DHR evaluation and no occurrences potentially related to the defect was observed. As no physical to the complaint was received, some validated test were performed at retain samples and no defect was observed. Based on this evaluation it is not possible confirm the complaint.

Event description:
It was reported that before use, a bd plastipak¿ syringe was found with ¿the package damaged inside the sealed box. ¿there was no report of injury or medical intervention reported.